Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from the septum or the bottom of the cartridge after being filled with insulin. Reportedly, some of the cartridges were being reused. The user was able to load a new cartridge. The user's blood glucose level was in the 200's (mg/dl), over and under 240 mg/dl. Reportedly, the bg level was not due to the leaking cartridge. However, the cause for the elevated bg level was unknown. The user addressed bg level with a bolus via the pump.